Manufacturer narrative:
H3: in analysis when connecting to midas, it displays a warning. Does not rotate in forward mode and engine is stuck, oscillation mode is stuck and shows displays error 15. When opening the equipment identified that the engine burned and affected several components requiring replacement of all parts related information to correct the equipment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that health care professional had a problem during the procedure. At the very beginning of the surgery while positioning the blades in the rotation test section the handpiece locked, heated up and made noise, making it unfeasible to use. Handpiece was running at 3,500 rpm, irrigation was used and flowrate was 5 cc. After the serum aspiration tests were done, functions alternated (drill/shaver), checked if everything was connected and even so the part did not work and remained locked. Doctor completed the surgery without using it. There was no patient impact.